Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery on the electric dermatome plowed the skin too deep, and the security button did not work. While attempting to obtain the skin graft from the patient, the dermatome plowed the skin too deep into the muscle layer. Stitches were required for intervention. An additional skin graft was required from the patient. There was a 30 minute delay in procedure while the patient was still under anesthesia. Diligence is complete. No additional information is available. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was not cutting properly and the button does not work; motor speeds were low and the switch was damaged. The motor, switch, o-ring, seal, reciprocating arm, and plug harness were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: thailand. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the electric dermatome plowed the skin too deep and the security button did not work. There was no report of harm or delay. Diligence is in process. No additional information has been received. No adverse events were reported as a result of this malfunction.